Manufacturer narrative:
Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 2000014740, model/catalog description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patients leads migrated. X-rays were taken and revealed that leads were over the ipg site. The patient underwent a revision procedure wherein the leads were readjusted and coiled behind the ipg. The patient was doing well postoperatively.